Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open segmentectomy, the device was not able to fire after it was loaded. It was noted that the surgeon was able to press the green button and to squeeze the handle. The product has been exchanged for another of the same code to complete the case. There was no patient injury.